Event description:
The following information was relayed to sechrist industries on 03/24/2010 from stryker medical regulatory affairs. Sechrist applies the patient platform on the base only. Incident date reported to styker: (B)(6) 2010. Date reported to sechrist: 03/24/2010. Adverse events: none reported. Reportedly the gurney was leaking hydraulic fluid. Details from the stryker service technician: "the foot end jack was leaking. Installed new jack and checked operation. This had a carriage seat on it for the hyperbaric chamber." Parts repaired: qty 1 of part no 0753-002-070s which is a non-constant decent jack assembly. Root cause: the specific root cause has not been able to be identified as no product was returned to the manufacturer for evaluation. The leaking jack was disposed of by the service technician.

Manufacturer narrative:
Device was evaluated and repaired by stryker medical. Reported failure and corrective action-replacement of jack assembly was relayed to sechrist industries by stryker medical. A root cause could not be identified as no product was returned to the manufacturer for evaluation. The non-constant decent jack assembly was replaced and the defective jack assembly was disposed of by the stryker service technician.